Event description:
It was reported that the "mom found catheter leaking just past white luer which connects to cap when she flushed the catheter at 1800 on (B)(6) 2011. Site taped by mother and leak reported to physician. Pt had to be scheduled for outpatient surgery the following day to replace the catheter."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a supplemental report will be submitted.